Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, after which the error did not reoccur, allowing them to successfully start their sensor session.